Event description:
It was reported that the patient had their hip done on (B)(6) 2021 by dr. (B)(6). The poly became disassociated with the acetabular component and the hip became unstable. A dm liner was implanted, and a trial reduction was performed with a 28mm +5 head on the dm poly trial. The hip was found to be stable, so the real implants were opened and inserted. Hip was reduced and run through a full range of motion; stability was confirmed. Closing process began. Doi: (B)(6) 2021; dor: (B)(6) 2022; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.